Event description:
It was reported that during a cryoablation procedure involving the mapping catheter, three out of three veins were frozen. After deflating the balloon and attempting to withdraw the achieve catheter, it could not be pulled out and was stuck to tissue in the right common pulmonary vein. X-ray imaging showed the achieve catheter pulling tissue with it when moved. The patient developed hemodynamic instability, requiring intubation and administration of catecholamines to stabilize circulation. Thoracic bleeding occurred, and the physician attempted various measures to stop the bleeding. Angiography suspected a perforation of a branch of the right pulmonary vein, and direct bleeding into the thorax was observed. The procedure was aborted; the patient was under general anesthesia. The patient was transferred to another hospital with the devices in place, and computed tomography was performed during transfer. Surgical intervention was required to remove the materials, and the patient¿s hospitalization was extended due to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The case ID (B)(4) showed at least 9 applications were performed with afapro28 balloon catheter of lot number 27633 on the reported event date without any system notice or anomaly. In the fault file, the following fault message(s) was(were) found on the reported event date: the system notice (B)(4) "the system has detected an unexpected flow." Was confirmed during the ready state. The system notice (B)(4) "the system has lost electrical connection to the catheter." Was confirmed during the fault passive state. The system notice (B)(4) "the system has detected an unexpected temperature or loss of temperature reading from the catheter." Was confirmed during the cmech state. The system notice (B)(4) "the system has detected an unexpected pressure reading in the balloon." Was confirmed during the cmech state. The system notice (B)(4) "the system has detected a higher-than-expected pressure on the vacuum side." Was confirmed during the fault evacuate state. The reported adverse event and malfunction could not be confirmed via data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The mapping catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.